Event description:
It was reported that two guide wires was unable to pass through the microintroducer during catheter placement. This report addresses the second guidewire. (B)(6) 2022 - the returned guidewire appeared to be cut during evaluation.

Manufacturer narrative:
The customer reported that the guidewire did not thread through the introducer sheath as intended. Becton dickinson received 2 damaged guidewires and 1 damaged introducer sheath for evaluation. During investigation, it was confirmed the damage to the guidewires and the damage to the introducer sheath were unrelated. This MDR addresses the second guidewire. The damaged sheath is addressed in becton dickinson reference number (B)(4). The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two 0.018 in. Guidewires and two 4.5 fr x 5 cm microintroducers were returned for evaluation. An initial visual observation showed use residue on the returned samples. One of the guidewires was found to be broken with the coiled wire unraveled in the middle of the guidewire. The core wire of the unbroken guidewire was found to be intact during tactile evaluation. A microscopic observation revealed a kink in the unbroken guidewire about 2 mm proximal to its distal tip, and the proximal end of this guidewire was observed to be damaged with several of the most proximal coils bent and disjointed but connected to the weld tip. Both weld tips of this guidewire were observed to be present and intact, and no damage was observed on the distal end of this guidewire. The proximal end of the other guidewire was found to be missing and appeared to have been cut. The distal weld tip of this guidewire was found to be present and intact. The distal tip of both dilators was observed to be damaged. While the exact cause of the disjointed coils observed in the returned guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.